Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported by the pt that their insulin pump has no display and can't read the screen. The pt's blood glucose level is 200 mg/dl. Trouble shooting was conducted. Device is not being returned. No further info available.